Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer reported that after performing fco's, they were getting power supply failure message. There was no reported patient involvement/adverse patient impact.